Event description:
Customer took a blood glucose test and received a result of 245mg/dl. The customer retested and received a result 244mg/dl and took normal amount of insulin. The customer started to feel very sick. The customer was taken to the hospital where their blood glucose was tested. The value is unknown but was told that their glucose was low. Treatment was received at the hospital but not sure what. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.